Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to malfunction alarm interrupting the therapy. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.